Event description:
It was reported that the user experienced hyperglycemia with a highest cgm reading of 308 mg/dl for approximately four hours while using the ilet with a dexcom g7, after missing a breakfast meal announcement and consuming a carbohydrate-heavy meal; no device alarms or malfunctions were reported. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no lasting health consequences. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to an improper or incorrect procedure, specifically failure to follow instructions regarding meal announcement, associated with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.